Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: st. Jude medical sheath (model# unknown lot# unknown). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent a ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a vascular dissection requiring surgical intervention. While attempting to establish retrograde aortic access, the smarttouch sf catheter was not retracted into the sheath and was advanced into the left anterior descending (lad) coronary artery os. The catheter was then retracted and advanced past the aortic valve. Patient reported chest pain, as they were only mildly sedated. Cardiologist confirmed the lad dissection. Multiple lad stents were placed. Patient was reported to be in stable condition. Patient required 2 additional days of hospitalization as a result of the adverse event. Patient has fully recovered. Physician¿s opinion regarding the cause of the vascular dissection is that it was related to manipulation of the catheter during initial advancement and subsequent entry into the lad os.